Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿no image¿ was not confirmed. The device evaluation found the video image was black but okay. Additionally, the scope connector was corroded, the bending section had fluid, and the insertion tube had minor dents. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the reported subject event was not reproduced at olympus repair facility and a definitive root cause was not able to be established. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, no image-unrestorable-no error code on the evis exera ii ultrasonic bronchofibervideoscope. The issue was found during preparation before use inspection for an unspecified diagnostic procedure. There were no reports of patient or user harm associated with this event.